Event description:
Spontaneous communication from patient who reported she noticed 2 weeks ago that pump seemed to be jamming, not allowing fluid to pass into the tubing and was only successful with 95% of the infusion. During the last infusion, there was no jamming but the infusion took twice as long but was successful with completion. Md unaware. Defective pump serial number unknown. Maintenance due date unknown. Product available for return. No adverse events reported. No additional information available. Indication: common variable immunodeficiency, unspecified. The suspect device serial number was not provided by the patient. The following device serial numbers are currently checked out by the patient for use: (B)(6). Reported to (B)(6) by: patient/caregiver.